Event description:
A malfunction alarm identified as malf 12 was reported, but the issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer received assistance from technical support in resetting the pump and was advised to continue using it. Technical support instructed the customer to call back if the malfunction code recurred, which the customer acknowledged and understood.